Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, during device removal, the suture and formed knot came out with the proglide device. The sutures of two new proglide devices was successfully pre-placed. The sheath was upsized to a 16f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.